Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4). It was determined that the device was manufactured on august 29, 2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Due to the age of the device and there being no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, seven (7) years and six (6) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would flicker when tension was applied near the tip of the device. After the procedure, the customer's biomedical technician evaluated the device and determined the flickering image was isolated to the video baton. No delay in the procedure, use of a back-up device, or harm to the patient or user was reported.